Manufacturer narrative:
UDI: (B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services on (B)(6) 2018 that this patient died during an attempt to extract the chronic implantable transvenous left ventricular (lv) lead on (B)(6) 2018. During the laser extraction procedure, the patient coded. An echocardiogram was performed and the patient's chest was opened by a surgeon. Despite emergency intervention, the patient could not be stabilized and died. The cause of the patient's code was not known. No boston scientific products will be returned.